Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the fluid air exchange of a vitrectomy procedure a system message was displayed. The were able to clear the system message and complete the case as planned. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [red stop sign] during a procedure when the surgeon clamped the air line and began viscous fluid control (vfc) injection. The system was able to recover, but caused a delay. The procedure was completed with no harm to the patient. The customer called the company technical support specialist (tss) to assist with troubleshooting a system message. The tss advised the customer to order a footswitch cable. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. On march 22, 2017, it was reported that the system has not had any more problems and that the system has been in use every day since the new footswitch cable was installed. The service request (sr) was cancelled. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming footswitch cable. (B)(4).